Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the bending rubber perforated, the angle lever trim cap missing, the light guide cable for control body cut, and the insertion flexible tube scratched; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.